Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) moving on its own, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse arrived on site to test drive the system. The fse and tse reviewed the artemis logs and found no issues with usm 4 drifting. The hospital staff also reported via phone that they did not notice any unusual movement with any of the arms. However, the surgeon wanted fse to check for intuitive motion with the arms. Fse performed intuitive motion check with the system. The system was tested and verified as ready for use. The complaint regarding usm moving on its own was not confirmed based on the field evaluation. The probable root cause of the alleged usm moving on its own cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce the issue. The fse's service visit did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler moved with unintuitive motion. Poor stapler control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the universal surgical manipulator (usm) 4 stapler was moving on its own after the procedure was completed. The technical service engineer (tse) found no related logs. The customer reported that the stapler was moved to another usm and were able to complete the procedure robotically. The tse was unable to troubleshoot further. The procedure was completed with no reported injury.